Manufacturer narrative:
The customer provided additional information. Section a1: patient identifier does character limit exceeded. The full ID is (B)(6). Section b5: describe event or problem was updated to include the sid. Section d4: lot updated from unknown to 82214ud00. Section d4: catalog number updated from 04z21-35 to 04z21-25. Section d4: primary UDI number updated.

Event description:
The customer observed false positive alinity I stat high sensitivity troponin-I results. The sample, sid: (B)(6), was from a male patient, 21 years old, using a plasma lithium heparin tube with normal appearance. Initial result of 345.4 pg/ml. Repeated result of <2.7 pg/ml. The critical high for this lab is 63 pg/ml. No impact to patient management was reported.

Event description:
The customer observed false positive alinity I stat high sensitivity troponin-I results. The sample was from a male patient, 21 years old, using a plasma lithium heparin tube with normal appearance. Initial result of 345.4 pg/ml repeated result of <2.7 pg/ml the critical high for this lab is 63 pg/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.